Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead was damaged and exhibited noise oversensing. The lead was capped and replaced on 12 oct 2022. The patient was stable in condition.